Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During the repositioning of the impella cp, the doctor pulled the impella into the aorta and was unable to re-cross the aortic valve. The doctor removed the impella and another cp was implanted. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed. No device was received for evaluation. Per the clinical information provided, the root cause of the repositioning issue was most likely use related as the pump was accidently pulled back across the valve during repositioning. This report is being filed as part of a retrospective review of historical records.